Event description:
It has been reported to philips that cardiac servers require patching and customer is requesting assistance. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.